Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device, referenced, is being filed under a separate medwatch report reference number.

Event description:
It was reported that suture placement was attempted in the right common femoral artery above the bifurcation with two proglide devices using the pre-close technique via a 6fr sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the sutures of both proglide devices were successfully pre-placed. During the tavi procedure, several attempts were made to pass the groin with a 16 fr introducer first and then an 18 fr introducer. The introducer was manipulated a lot and the introducer sizes were changed several times. After several attempts, the 18 fr introducer able to be put in place and the tavi procedure was completed. After the tavi procedure, closure of the groin with the proglide sutures was attempted; however, when the sutures of both proglide devices were pulled, the sutures broke very easily and could not close the hole. While compressing the groin, a non-abbott balloon expandable covered stent was deployed, which immediately stopped the bleeding. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.